Manufacturer narrative:
(B)(4). Mesh exposure; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. Following the procedure, the patient experienced two vaginal mesh erosions. The patient underwent a procedure for closure of the first erosion on (B)(6) 2007 and for the second on (B)(6) 2009. The patient underwent another procedure for a third closure in (B)(6) 2012. The patient experienced pain with intercourse. Additional information has been requested.